Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the visera 4k uhd camera control unit image disappears from the monitor after a few minutes while connecting the camera head, intermittent image issues and displays a color bar. The issue was found during maintenance and there was no patient involvement, no harm or user injury reported due to the event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device¿s return is anticipated but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported phenomena of e222 error displaying on monitor intermittently with color bar. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e222 error displaying on monitor intermittently with color bar occurred due to faulty receiver module (rx). The cause of the faulty rx module could not be identified. In addition, other defects found during the evaluation were: a tear was found in the partition a the inside of the device contains garbage. Small cracks found in gp duct assembly severe rust on the pins of the receptacle assy these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.